Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection revealed one minor scratch and a broken cpc connector due to possible customer abuse. The reported symptom that the unit wasn't spinning at all during a case was verified. Cpc connector misalignment and a broken plastic cpc connector made it impossible for the device to be engaged properly; therefore, it didn't spin.

Event description:
It was reported that during a gynecological procedure, the unit wasn't spinning at all during the case. An alternate device was hooked up to the original disposable handpiece, and the case was completed with no adverse pt consequence.